Event description:
Additional information indicates impella position checked, fluids given, issue resolved.

Manufacturer narrative:
Additional information has been provided in b5. The cause of the injury was not determined due to insufficient clinical details.

Event description:
The patient was a 72-year-old individual who presented with cardiogenic shock secondary to an acute myocardial infarction. Percutaneous coronary intervention of the left anterior descending artery was performed, after which an impella cp device was successfully inserted via the right femoral artery. Approximately 12 hours after device insertion, hematuria was observed in the foley catheter. A complaint was filed for this event. Echocardiography was performed, and the impella performance level was reduced from p-6 to p-4. Five days following device insertion, the patient developed increased serum creatinine levels and reduced urine output, prompting initiation of renal replacement therapy. A separate complaint was filed for this event. Ultimately, care was withdrawn, and the patient expired. The case was coded for device repositioning, additional device required, serious injury, and death.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.